Event description:
It was reported that during an open duodenal switch procedure, upon the first firing on the stomach, none of the staples formed; they were all u-shaped. Sutures were used to complete the procedure. The same device was loaded with a blue cartridge and it worked fine. There was no adverse consequence to the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.